Event description:
It was reported that the patient never had therapeutic effect. It had been over a week and the patient couldn¿t pee on their own. By now the patient should be seeing results and had to catheterize 2 to 3 times a day. This was the eighth day and the patient wasn¿t voiding on their own very much. They stopped urinating 3 to 4 days post implant and had to be catheterized. The patient¿s friend or family member turned it up and the patient voided a little bit, but if they compared 200 ccs to 500 ccs when they catheterized it was a big difference and the patient just totally leaked. They didn¿t know whether to turn stimulation up or down. They would try turning stimulation up. Stimulation was increased to 2.8v and the patient was soaked with no urgency and had been leaking on and off since. The health care provider (hcp) was already aware and set the patient up with an appointment in 6 days. The patient¿s friend or family member thought they figured it out, no thanks to the manufacturer representative. They were not trained adequately on using the device and the manufacturer representative didn¿t give a good overview on use of the patient programmer. The patient¿s friend or family member got the manual out and believed they figured it out. They were never told that the programmer antenna needed to be over the implantable neurostimulator (ins) when programming. They finally figured out how to use the programmer after watching the dvd. The manufacturer representative would reach out to the patient¿s friend or family member. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0k9h8, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).